Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; h2; h3; h4; h6; h11. Visual inspection of returned device exhibit signs of use (gouges) and confirms that the extension post is fractured. Performed dimensional analysis on hinge post extension and results are within specification. Further fracture analysis of the returned device suggests that the device possibly fractured due to fatigue mode of failure. Device history record was reviewed and no discrepancies related to the reported event were found. Review of the diagnostic x-rays by third party health care professional confirm fracture of the hinge post extension component, along with posterior dislocation of the tibia. Root cause was unable to be determined. Reported event was confirmed by review of radiographs and returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: left size c cemented option femoral component: catalog#00588001301, lot#ni. G2: foreign - event occurred in germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately two (2) years and six (6) months post-implantation, the patient began to experience pain and restriction of movement. Diagnostic images revealed a fracture of the hinge pin. Subsequently, the patient underwent revision surgery to replace the affected components without reported complication. Due diligence is in progress for this event; to date all available information has been provided.